Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 313:425:250:0118 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty uim pcb (user interface module printed circuit board). Appropriate action was taken to correct the reported problem by replacing the uim pcb.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a failure code 313:425:250:0118. It is unknown when the reported condition occurred. This condition has the potential to cause an interruption of delivery. There was no patient involvement, injury, or medical intervention. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. No additional information is available.